Manufacturer narrative:
The reported event was able to be duplicated once during bench handling testing in zoll's technical service department. Board level testing of the suspected board indicated that the board met specifications. Once the product was reassembled, it was extensively tested and the problem was no longer able to be duplicated. It is possible that the disassembly and reassembly of the unit fixed the problem. However, this cannot be firmly established as the cause of the reported fault.

Event description:
Complainant alleged that while medics were monitoring an 18 yr old male pt being treated for chest pains, the device displayed the ECG as a dotted line and also displayed a "check electrodes" message. The medics changed the ECG cables several times with several known good cables, but the device still displayed the ECG as a dotted line and displayed the same message. The device then displayed a "low battery" message. The medic then changed the device battery, but the device screen again displayed a dotted line rather than the ECG rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.